Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter name: (B)(6).

Event description:
It was reported that during a follow-up visit in the hospital, a ventricular assist device (vad) team revealed poorly visible arrows symbol on a system controller as well as worn controller housing and scratches on the display. The damaged controller would be exchanged with new products on 38 week of 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds, damage to the system controller display and housing was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller, serial number (B)(6) , confirmed cosmetic damage to the user interface (ui) membrane over the display, cosmetic damage to the front of the system controller housing, and dim pump running leds. The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. The downloaded log files show the system functioning as intended. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate dim system controller leds. The device history records were reviewed and the records reveals that the system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 03sep2019. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.